Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The pediatric patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced ketone values (no value reported), dehydration and vomiting. The patient was taken to the emergency room by the parent. At the emergency room, the patient¿s bg was checked, and the bg reading was 230 mg/dl and the cgm reading was 83 mg/dl. The patient was treated with anti-nausea/anti-vomit medication. The patient stayed at the emergency room overnight for 12 hours. At the time of the report, the patient was doing fine. Patient had a follow up check-up the next day to check ketone level and blood sugar level, but no further information was available about the follow up check-up result. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the c zone of the parkes error grid calculator when the patient was tested at the emergency room. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.